Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported the plunger of the insulin cartridge is stuck to the piston rod of the infusion device since (B) (6) 2009. She has continued to use the infusion device despite being unable to remove the stuck plunger. Her blood glucose has been elevated as a result. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.